Manufacturer narrative:
Initial reporter occupation is a patient/consumer. The test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips were provided for investigation where they were tested using a reference meter with high-level control samples. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a questionable inr result for one patient tested with coaguchek inrange meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter on (B)(6) 2021 was 3.6 inr. The result from the laboratory was 5.0 inr. The tests were performed at the same time. The sample was taken via syringe and one drop was put on the meter test strip while the rest of the sample was used for the laboratory test. The result from the meter on (B)(6) 2021 was 3.5 inr. The result from the laboratory was 4.8 inr. The timing between the tests was a few minutes. The patient¿s therapeutic range is 2.0 - 4.0 inr.